Event description:
Customer reported to beckman coulter, inc. (Bec) that fluid was leaking from the blood sampling valve manual probe of the coulter hmx analyzer with autoloader (hmx autoloader) onto the counter. Customer reported the leak occurred while the hmx autoloader was performing latron control run. Customer reported the leak was not contained within the instrument. Customer reported the fluid appeared to be diluent. Customer reported the volume of the leak was approximately 10 - 15 cubic centimeters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the probe block air cylinder cracked, not allowing the probe block to fully extend down the manual probe and a single drop of fluid would drip onto the front panel. The fse replaced the air cylinder to resolve the drip issue.

Manufacturer narrative:
(B)(4).